Event description:
During the device check at follow up, abnormal lv lead impedances were observed. Also, the threshold was high. Therefore setting was changed (lv pacing sensing polarity). (B)(6) 2022, the explant operation was started. However, when angio was taken, it was decided that there is no branch to insert lv lead. The relevant lv lead was planned to be re-implanted with another system (bipolar crtd), and the operation was started. During the operation, there was occlusion when svc angio was done and guidewire was not able to be inserted. Therefore, it was given up to process further for this operation. This lv lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.